Event description:
Two years after the index procedure, a new lesion ws detected that was within 5mm of this stent.

Manufacturer narrative:
As reported by the arts ii study, this patient presented to cardiac cath and 2-vessel disease was found. Pre-dilation was conducted with a balloon at unknown atm before deploying a 3.5x33mm cypher stent in the distal circumflex at 14 atm. Next, direct stenting was performed with a 3.5x18mm cypher stent in the proximal left anterior descending artery at 14 atm. Cardiac enzymes measured post-procedure were within normal limits. Pre-procedure medications included beta-blocking therapy, calcium antagonists, aspirin and clopidogrel. Post-procedure medications were beta-blocking therapy, calcium antagonists, aspirin, lipid lowering agent, simvastatin and clopidogrel. Approximately two years later, the patient was admitted with unstable angina, braunwald iib, an angiogram was taken and a de novo lesion in the proximal circumflex was treated with a cypher stent. Additional information was received that this de novo lesion was within 5mm of the previously implanted stent in the distal circumflex. Please not that this product, is not distributed in the united states. However, it is similar to the us distributed device. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.